Event description:
It was reported that there was damage to the pump housing surrounding the usb port. There was no adverse impact to the customer¿s blood glucose level. The damage did not affect the customer's ability to charge the pump, but the caller was unsure if the screws still held the plastic piece in place.